Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check, it was observed that patient experienced pain and bone loss. Implant failed to integrate.